Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an increase in baseline pain, itching, and nausea. A volume discrepancy was noted. The estimated residual volume (erv) in the patient's pump was 3ml and the actual residual volume (arv) was 11ml. The hcp had planned to do a roller study and to look for possible motor stalls in the patient's pump logs. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.